Event description:
Event: mesenteric ischemia. Case details: the patient's superior neck and attachment sites were reported to be tortuous and ectatic. A stent was placed in the superior attachment system to achieve a seal. The graft was implanted successfully. Post implant event: the patient experienced mesenteric ischemia and remains hospitalized. No other information is available at this time.